Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals on shock channel. Technical services (ts) was consulted and noted right atrial (ra) undersensing of atrial fibrillation (af). The device remains in service. No adverse patient effects were reported.